Manufacturer narrative:
(B)(4) date sent: 04/23/2025 additional information was requested, and the following was obtained: did the device lock-out (no staples deployed and no cut line started)?=> unk. Or, did the device start to deploy staples and cut but could not be completed (partially fire)? => unk. Or, did the device fully fire and stop during the automatic knife return? => unk. Was there any difficulty opening the device? => unk. If yes, how was the device removed from the patient? => unk. If yes, did the jaws eventually open? => unk.

Event description:
It was reported that during a laparoscopic lobectomy, there is a possibility that the device locked out. There was no problem to the patient because the knife and staple did not move . There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4). Date sent 2/25/2025. D4 batch #c9ed7l. Investigation summary the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech45c device was returned with no apparent damage and with a gst45w reload loaded on the device. The reload was received partially fired 1/10. The returned device and reload were tested for functionality in the straight position by resetting and reloading it into the device. The device achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the remaining staples meet the staple form release criteria. The event log was reviewed and the following was observed: an event was found that typically indicates that the knife encountered the firing safety lockout mechanism. This mechanism ensures that the knife cannot deploy without an unfired reload installed. It is possible that it occurred due to improper installation of the reload. Always ensure that the retaining cap is in place when a reload is installed into a device. See the IFU for more details. The log indicates that the device had a high force to fire for one of the clinical firings, indicating that the device was firing over an obstruction, or too thick of tissue. It is possible that while loading the reload, the reload was pushed farther back than the reload alignment slot resulting in the knife pushing the one-piece sled forward and locking the reload. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number c9ed7l, and no non-conformances were identified. A manufacturing record evaluation was performed for the finished ech45c, with lot/batch number c9et9d, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: did the device lock-out (no staples deployed and no cut line started)? Or, did the device start to deploy staples and cut but could not be completed (partially fire)? Or, did the device fully fire and stop during the automatic knife return? Was there any difficulty opening the device? If yes, how was the device removed from the patient? If yes, did the jaws eventually open?